Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 526mg/dl. It was stated that the customer had symptoms of severe nausea, vomit, ketones, and lethargic. Troubleshooting could not be performed as caller stated that the insulin pump was not functioning and alarmed no delivery during a bolus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.